Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. The customer's biomed engineer was not able to duplicate the reported condition. The product support engineer (pse) discussed the 1104 per the service manual over the phone with the customer. The pse suggested running the unit through the day and to see if the problem reoccurs and to swap the power management (pm) if the issue reoccurs for troubleshooting. If not, the pse suggested replacing the central processing unit (cpu). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error (1104) relevant to backup alarm test failure. The ventilator was not in use on a patient at the time of the event occurred.